Manufacturer narrative:
Concomitant product: 20066 lead, implanted: (B)(6) 2015.

Event description:
It was reported that the right atrial (ra) lead was unable to capture. No action was taken and the lead remains in use. The patient is a participant in the pacs product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that capture remained even at low amplitude levels.